Manufacturer narrative:
During our evaluation the following observations were made, the complaint was confirmed, the guide wire is broken. The guide wire should be 9.00 inches long and it is 7.40 inches long. The 1.6 inches that broke off of the wire was not returned. Without the return of the piece no conclusion can be made. (B)(4).

Event description:
The scrub nurse struggled to get the white tip protectors off the guide wire and in the process bent the wire. Though the wire was straight when used it broke as the screw was being placed and the screw was pushed across the joint space to the lateral side. Incision was made in the skin to retrieve the screw as it could not be backed out without the risk of it falling into the joint. A new guide wire was used.